Manufacturer narrative:
The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the therapy test failed. There was no patient involvement.

Manufacturer narrative:
This complaint has been deemed a duplicate of (B)(4), previously reported on MFR report number 3030677-2022-04739.